Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that after running the device for about 20 seconds the device powers down unexpectedly. There was no pt involvement.